Event description:
Siemens was notified on (B)(4) 2013 of uncommanded table movement, which resulted in an intubation tube being pulled from a patient. Reportedly, the CT table started to move without command while a patient was on the table prior to the start of the scan. The table moved all the way through the gantry, which pulled the intubation tube out of the anesthetized patient. The site's respiratory team was present and re-intubated the patient immediately. The table stopped moving on it's own once it reached the full range of motion. The emergency stop button was not used. There was no injury to the patient reported. The CT scan was completed and no rescans necessary.

Manufacturer narrative:
Siemens investigation of the reported incident is ongoing. A supplemental report will be submitted upon complete of this investigation.